Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The error log was returned and evaluated. There were no errors observed related to the customer report. The clinical file shows that 4 minutes into the call, ECG was successfully acquired. We also observed CPR being administered and pacing being discontinued more than once. When pacer mode was continued, the clinical file shows evidence that the patient was being paced based by the electrical response of the heart. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient for syncope. The device did not have pacer output and was unable to capture the patient's heart rhythm. Complainant indicated that the clinician conducted manual CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.